Manufacturer narrative:
Sample was collected in a bd lithium heparin plasma tube with gel. Service was not dispatched, as customer is not questioning instrument performance. No clear root cause has been determined for this event.

Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer stated that their laboratory had obtained non-reproducible, false positive troponin (accutni) result. The customer was unable to provide the exact result or date of the event. The erroneous result was reported out of the lab. Patient was transferred to the main hospital, redrawn and recovered normal accutni result. There was no death or injury in connection to this event.